Event description:
It was reported that this brady lead was not successfully implanted due to physician needed to move the lead twice for better sensing and thresholds. Additionally, too much tissue had been in helix for normal operation resulting in extension/retraction complications and placement difficulty. A new brady lead of a different model was placed. No adverse patient effects were reported.